Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings:the pump black box showed dates from 10/31/2013 to 11/08/2013 with no evidence of the complaint recorded. The pump was observed to be cracked at the battery compartment and evidence of moisture was observed inside the battery compartment. The pump was leak tested and found that the battery compartment was leaking. The pump was able to successfully power on with the battery cap returned with the pump. The pump was unable to be exercised due to a damaged keypad. The pump was opened and no additional moisture was observed inside the pump. Unrelated to the complaint, the display screen was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter indicated that the keypad had peeled off and the bolus button was missing and moisture had developed behind the display screen. The reporter indicated that there was no longer power to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.